Event description:
Caller states the pt tested >8.0 inr on the coaguchek system and approx 3.0 inr on a comparison lab. Coumadin was held for 2 days with no adverse event reported. Requested return of suspect system and replacement was sent.